Event description:
A report was received that the patient felt his implant was rubbing against his hip bone causing his hip bone to feel sore. The physician prescribed the patient a novocain shot and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-1110-02 serial # (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient felt his implant was rubbing against his hip bone causing his hip bone to feel sore. The physician prescribed the patient a novocain shot and the patient was reportedly doing well.

Manufacturer narrative:
Additional information revealed that the patient was still feeling pain and discomfort after the novacaine shot. The physician will re-evaluate the patient at a future date.